Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 5 sealed 18ga x 1.16in. Insyte autoguard bc units from lot number 4116722. A visual inspection was performed, and the units were tested for needle retraction failure by breaking tip adhesion, slightly advancing the catheter, and then activating the button. All units retracted successfully and within specifications. No resistance was observed when advancing the catheter or during needle retraction. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: while placing the IV in patient, the needle would not retract when retraction button was pressed. IV was successful, however the needle could not be pulled or released from the catheter after multiple attempts. Catheter was pulled from patient and new IV was placed using a diffusics style catheter. No patient injury, just discomfort, and patient had to endure a 2nd IV cath insertion. All lots of the faulty catheter have been pulled and removed from all areas. Lot number 4116722